Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 1341mg/dl. The customer's most current level was 207mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer states they received compromised force sensor system alarm. The customer was advised the pump would be replaced.